Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent kinked and damaged on the distal half with struts distorted, stretched and lifted distally from the stent profile. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the mid-shaft section found a midshaft kink at 49mm distal from the midshaft to hypotube bond. The outer extrusion, inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 31-aug-2016. Same case as MDR ID#: 2134265-2016-05633 and 2134265-2016-07410. It was reported that crossing difficulties were encountered. Vascular access obtained via the femoral artery. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified left circumflex (lcx) artery. A 2.50mmx15mm emerge¿ balloon catheter was advanced for pre-dilatation. However, on the first inflation at 10 atmospheres for several seconds, the balloon ruptured. The device was completely removed from the patient's body and pre-dilatation was completed with a different device. A 2.50 x28mm synergy¿ drug-eluting stent was then advanced but failed to cross the lesion. Subsequently, a 2.50x20mm synergy¿ drug-eluting stent was advanced but also failed to cross the lesion. The procedure was completed with two shorter bsc stents. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.